Event description:
During a lung volume reduction procedure, the instrument did not staple correctly. No pt injury was reported.

Manufacturer narrative:
8/11/97-supplemental report #1 submitted to FDA. Device evaluation indicated and codes entered in h3 and h6.